Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up in may 2018. It was noted that the right atrial lead exhibited noise oversensing, noted by pocket manipulation. The lead was capped and replaced on (B)(6)2018. The patient was not symptomatic before during and post procedure.